Event description:
It was reported that when a patient presented in the hospital emergency room, high pacing lead impedance was noted. Capture threshold, sensing, and high voltage impedances were normal. Lead noise was reproduced on iegm with isometric testing, arm positioning, and pocket manipulation. The patient was scheduled for further follow-up. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.